Event description:
Info received indicates high impedance errors were noted during clinical use. Saline flow was determined to be adequate, but ablation could not be completed with the unit. The surgeon went on to repair the mitral valve. When another ablation device became available during the case, the surgeon attempted to ablate folowing the valve repair and bleeding was noted. The surgeon stated the valve sutures were likely burned from the subsequent ablation step and extra stitches were returned to achieve hemostasis.